Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as it remains in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and occlusion are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling. The other two xience xpedition stents are filed under separate medwatch reports.

Event description:
It was reported that on (B)(6) 2014, the patient underwent a coronary procedure to treat 100% stenosis in the proximal to mid right coronary artery (rca). A 2. 5 x 33 mm xience xpedition stent, a 3.0 x 18 mm xience xpedition stent and a 2.5 x 15 mm xience xpedition stent were successfully implanted in a series in the proximal to mid rca. The patient was discharged to home on (B)(6) 2014. In (B)(6) 2017, the patient was re-hospitalized with angina. Coronary angiography was performed and noted stent blockage; however, it was unknown if there was restenosis or thrombosis. Balloon angioplasty was performed and medication was administered. No additional information was provided.